Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance and defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery pack and electrode pads used at the time of the report were not returned as part of this investigation. No trend is associated with reports of this type.